Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer had an alternate pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.